Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic sensor connector. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who encountered the issue replaced the fiber optic cable assembly and missing nylon clip. The fse completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.